Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: the black box shows dates from (B)(6) 2016. Black box data from date /time of complaint has been overwritten. Current black box shows no evidence of battery life issue. No damage found to returned battery cap or the battery compartment. Returned battery cap is able to fully attach to the pump & power it on. Current draws measured within specifications. A battery life issue was not duplicated during testing. Removed pump cover; no evidence of internal moisture or loose components identified inside the pump. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.